Event description:
Failed left total hip arthroplasty secondary to ceramic liner fracture. The pt was sliding down a slide at an amusement park and suffered intractable pain. Scans revealed joint failure. During surgery, the liner was found to be in innumerable pieces. It was replaced.